Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed "no disposable pump won't run". The settings were verified along with the medication label. The total volume was 100ml. The pump was turned off and back on, but the alarm persisted. The pump was turned off again, then the line was clamped and the cassette was removed. Air bubbles were noted in the line. The tubing was massaged and the cassette was reattached; then the line was unclamped and the pump was turned back on but the alarm returned. The pump was turned off and the line was clamped again. There was no patient, or clinician injury associated with this occurrence.